Event description:
It has been reported the pt would like to get reprogrammed as he has been experiencing partial pain coverage with current settings. He would like to optimize the settings for optimal coverage. A reprogramming session is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.